Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided by reporter. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. Manufacturing location: (B)(4), manufacturing date: 18 may 2009, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery when the surgeon placed the nail in the insertion handle the name appeared deformed. The nail was then replaced with another one. The surgery was prolonged about 40 mins. There was no patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.